Manufacturer narrative:
The facility did not request service. There was no sample returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. Quality assurance will monitor related complaints and will take action for further occurrences as necessary. (B)(4).

Event description:
Adverse event(s): "no pt impact" (no consequences or impact to pt). Product problem(s): "red stop sign" (device displays error message). A facility reported receiving a red stop sign during a case. The system was rebooted and the case was completed. Additional info was requested. No pt impact was reported. Additional info was received: the facility reported that a system message occurred during a case, in between phacoemulsification and irrigation/aspiration. The system was rebooted, then functioned normally.